Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The stop (idle) current and run current measurement tests are within specification. Device passed self test and off no power alarm test. Device had a broken off end cap. Unable to perform the delivery accuracy test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test due to broken off end cap. Device also had a minor scratched display window, cracked case at display window corner, broken battery tube threads, missing address or serial number label, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was damaged. Customer blood glucose level was 14 mmol/l. Customer also stated that the drive support cap was protruded and flushed out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.